Event description:
It was reported by (B)(6) , an onkos sales representative, that a 42-year-old female patient with an eleos total femur replacement underwent a revision surgery on (B)(6) 2024 to remove an eleos femoral head and replace it with non-onkos devices.

Manufacturer narrative:
Based on available information, including details reported by an onkos sales representative, the probable root cause of the dislocation is an incorrect selection of articulating devices which interface at the hip joint. The root cause of the hip joint dislocation was not related to the design, manufacture, and/or sterilization of the implant.